Event description:
During the ablation procedure, multiple catheters were attempted to be used without success. There was no reported harm to the patient. There were three biosense webster varipulse catheters used: catheter issues ranged from inability to deliver energy or a catheter sensor error. One biosense webster stsf thermocool ablation catheter, one soundstar diagnostic ultrasound and, two interface cables were all deemed defective and not used. Defective products: 8.5 fr varipulse bi-directional catheter - model #: d141201; lots; 31735091l (2) & 31656561l. Varipulse cath to generator cbl sterile - model # d133701; lot: f100003882 (2). 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional - model #: d135805; lot: 3173788l. 8f soundstar eco ultrasound catheter - model #: 10439236; lot: g9531935. Manufacturer response for intravascular catheters, see report description (per site reporter).